Event description:
Complainant alleged that during functional testing, the device defibrillator was unable to detect the attached electrodes. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including bench handling, impedance, and defibrillation cycling without duplicating the customer's report. The pads were not provided for evaluation. An internal inspection found corrosion. The device was seemed unrepairable. The customer was sent a replacement device. Analysis of reports of this type has not identified an increase in trend.